Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Additional information has been reviewed after the initial report was submitted.

Event description:
The customer reported via phone call that their insulin pump screen got patchy. The patient¿s blood glucose level was unknown at the time of the incident. The customer self test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is expected to be returned for analysis.